Event description:
It was reported that a small battery drive case is cracked and broke open, and was leaking fluid. It is not known when or how the case broke. Also, small battery drive was placed in the bag with the complained battery (above), and has residue from the leaking battery on it. The customer does not know if it is damaged or not by the leaking fluid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
This is report 1 of 2 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed that the item received had the case cracked. The battery was deemed not repairable, and was scrapped by the service technician. It is concluded that this complaint is indeterminate.